Event description:
Martin retractor elbow metal screw broke as it was holding the liver during gastric roux en y bypass and hiatal hernia repair via laparoscopic surgery. When inspected the bolt was cracked better than half way through. No harm to the pt. All parts were retrieved. Distributor (B)(4) medical's quality manager, (B)(4), was contacted. They are to retrieve broken equipment; I was informed this is made by a (B)(4) vendor w/ a recall, but not for this particular lot no. Item was shipped to our hospital in (B)(4) 2010. (B)(4) medical has since switched their vendor for this item.